Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium is not reading properly. There was no reported harm or injury.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: repair is not done by getinge.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Corrected fields: h6-(health effect clinical code, health effect-clinical impact code). Updated fields: b4, d9, g1, g3, g6, h2, h11. A getinge field service engineer (fse) stated customer could not provide pump or details. Unit is currently in use with no issues.

Event description:
N/a